Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and the alarm was cleared and insulin delivery was resumed successfully.